Manufacturer narrative:
August 26, 2015 05:50 pm (gmt-4:00) added by (B)(6): (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device was investigated by a local service technician. A defective battery pack was found. Based on the information from the service report the battery pack was replaced. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
Customer complained of low battery run time. (B)(4).